Event description:
It was reported that the battery of this pacemaker exhibited premature battery depletion (pbd). The device was noted to be part of the ingenio high battery impedance advisory, therefore the decision was to replace the device. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the battery of this pacemaker exhibited premature battery depletion (pbd). The device was noted to be part of the ingenio high battery impedance advisory, therefore the decision was to replace the device. No additional adverse patient effects were reported. The device was returned for analysis. Additional information received from the field representative confirmed that there was no abnormal battery behavior noted and that replacement was prophylactic due to the advisory.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the battery of this pacemaker exhibited premature battery depletion (pbd). The device was noted to be part of the ingenio high battery impedance advisory, therefore the decision was to replace the device. No additional adverse patient effects were reported. The device was returned for analysis. Additional information received from the field representative confirmed that there was no abnormal battery behavior noted and that replacement was prophylactic due to the advisory.